Manufacturer narrative:
The software was upgraded on the system, but the issue occurred again. Software system logs have not been evaluated as of the date of this report.

Event description:
A medtronic representative reported, the site called and stated that prior to a cranial procedure, a nurse began to load the exam into synergy cranial and the software became unresponsive. After trouble-shooting with the medtronic representative, the system was re-booted and allowed the exam to be loaded. System became unresponsive two more times during the case. They rebooted each time and continued with case. The surgery was completed with the use of the stealthstation s7 system. There was no impact on patient outcome.

Manufacturer narrative:
Medtronic representative could not replicate the issue. System performed properly. Software investigation was completed the log file is corrupted. Some of log file for day of complaint is still intact. There was a problem opening a directory, as indicated by the argusstoragemanagement/postproc_invocation message, "error opening dir" for a log file, which contained an axiem "error: amplifier power fault" message.. This issue was documented in a medtronic software anomaly tracking database for further investigation.